Manufacturer narrative:
The customer reported failure was confirmed. One sample returned for evaluation contained in a plastic bag along with its original opened unit pack. The returned unit underwent a inflation/deflation test and leak test under water. Leakage was noted from the bronchial lumen. Further examination showed that the bronchial cuff notch had notched through the main stem of the tubing. The damage detected is indicative of use of excessive pressure to notch the lumen. Per directions for use, it is advised not use any excessive force that would damage the cuff when tapering it. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the cuff test, the tracheal cuff was not fully inflated and the air leaked. There was no patient involvement.